Manufacturer narrative:
The actual device was received for evaluation. The reported condition was verified. Visual inspection identified cracked and broken main body. Functional testing including leak testing, clamp function testing, and clear passage testing were performed with no issues noted. The reported issue was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that twist clamp of a transfer set was damaged. The light blue mainbody of the transfer set was damaged after the transfer set had been in use for about a month. There was no patient injury or medical intervention associated with this event. No additional information is available.